Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04158. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip revision procedure the modular head was cold-welded to the taper body and the stem had to be removed. A stem and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Revision op notes stated the head could not be disengaged from taper and appeared to be cold welded. The stem therefore needed to be removed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.